Event description:
During a laparoscopic cholecystectomy, following use of a carbon-dioxide insufflator, the pt developed subcutaneous emphysema extending from incision site towards the neck. The pt's po2 level decreased to 90%. The laparoscopic route was terminated and the pt's abdomen was opened to complete the procedure. The insufflator was taken out of svc immediately and is currently with MFR. Of note, hosp had experienced similar incidents 2 times in the preceding month with this insufflator; the previous incidents did not result in any adverse events. Two machines were involved as well as different physicians.